Event description:
Adverse event(s): "10 minutes delay" (no code available). Product problem(s): "system was not recognizing the pak" (no code available). An engineer reported the system was not recognizing the pak. Another pak was used without success. The customer then switched to a different system to complete the case, causing 10 minutes delay. No info regarding pt impact.

Manufacturer narrative:
The company service representative examined the system and duplicated the problem reported. The pneumatics module was replaced and sent for in-house eval. The system was then tested and met all product specifications. The investigation confirmed the non-conformity; the root cause of system error message was determined to be non-conforming cable assays. An internal investigation was opened to address this issue. A review of complaints for the last 24 months did indicate an additional related report for this system. (B) (4). (B) (4). (B) (4).